Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that t-wave oversensing (twos) has recurred; when the heart rate gets high there is t-wave oversensing (twos) post sense. Sensing was reprogrammed further.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.